Event description:
According to the reporter: the trocar broke. There was no patient involvement. There was no unanticipated tissue loss. There was no irreversible tissue damage. There was no unanticipated extension for the incision more than one inch. There was no unanticipated blood loss of more than 500cc. Surgery time was not delayed by more than 30 minutes.no device fragment fell in the patient cavity. No device fragment was left in the patient.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Follow up report sent to FDA on 01/28/2015.